Manufacturer narrative:
Section b5: additional information. Section d4: additional information. Section h4: additional information.

Event description:
It was reported that it was not known when driveline damage was first noticed. There was no prior mention of damage. It was noted that the damage observed on (B)(6)2019 possibly occurred between (B)(6)2019 and (B)(6)2019. The patient was not symptomatic and damage was minimal. Damage was addressed with rescue. The patient was doing well at home. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of superficial damage to the outer silicone jacket of the patient¿s driveline could not be confirmed through this evaluation as no photos were submitted and the pump remains in use. The submitted log file contained data from (B)(6) 2019. The pump was set to a fixed speed of 9000 rpm and operated above the low speed limit of 8600 rpm for the duration of the log file. The log file consisted of routine events. There were no atypical alarms and the log file appeared to show the system operating as intended. The account reported that the patient had damage to the outer layer of the driveline, which was covered in rescue tape. The patient remains ongoing on vad support with no further related issues reported. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient had pre-existing damage to his driveline. The damage was covered using recuse tape. There were no unusual events or notable alarms seen within the log file. The device appears to be working as intended. No further information was reported.